Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. Imaging provided showed the screws to have backed out past the blocking mechanism. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a resonate screw backed out of a level 3 plate 6 weeks post-operatively.